Event description:
The customer reported non-reproducible, elevated troponin I (accutni) results, within the risk stratification interval, for several patients, involving access 2 immunoassay system. Subsequent testing produced lower results, one within the normal reference interval. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse discovered traces of leakage on one of the mixer rollers and replaced all three mixer rollers. The fse cleaned the wash wheel from the leakage. The fse replaced the aspirate probes and peristaltic tubing. The fse replaced the sample pipettor and successfully completed system check and quality control (qc). All system test results were within range. The unit conformed to the manufacturer's performance specifications. Mixer rollers, pipettor.